Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for receiver with serial number as (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Functional test was performed and passed. A review of the receiver log was performed and signal loss was not found within the investigation window for serial numbers (B)(6). The allegation could not be determined. The reported event of signal loss over 1 hour is reportable because because data does not reflect on incident date (B)(6) 2023 in receiver log, and receiver passed testing. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).